Event description:
It was reported that (10) devices were used during a low anterior resection. It was reported by the affiliate that the tlc75 devices worked well at the first firing, but they didn't fire when reloaded. Another instrument was used to complete the case. There was no consequence to the pt.